Event description:
It was reported that during a lap cholecystectomy procedure, the device was dropping clips. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained:which firing of the device did this event occur on? 3rd firingwhat vessel or structure was the device fired on at the time of the event? Nowas the clip fully advanced into the jaws prior to firing? Askuwas there any torque or twisting of the device present at the time of firing? Nowas any unexpected resistance felt while firing the trigger? Askuwere any unexpected noises heard?no if so, when?did anything unexpected happen prior to this incident?nowas the device fired after this incident in or out of the patient?in

Manufacturer narrative:
(B)(4). Jaw, clip. The analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.